Manufacturer narrative:
Additional manufacturer: the device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drive was replaced and the device was tested and burned in for a couple of days. Completed all steps in the maintenance check sheet. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Requested the unit to be returned for failure investigation.